Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's system was auto-reducting. The physician confirmed the leads were fractured. The physician explanted and replaced two leads, from the same lot number. Note: the physician electively replaced the ipg due to the age of the device. The pt has effective stimulation.